Event description:
Reference MDR #1219856-2009-00586 for the first event involving same pt. It was reported by the sales rep, while she was in the hospital for the follow up, while in the cath lab, the intra-aortic balloon (iab) was properly prepped (one way valve used properly). The physician encountered difficulty in advancing iab through sheath. He felt that the membrane was getting stuck in the sheath. The sheath and iab were removed and another iab (same lot #) was opened and properly prepped. The super arrow-flex (saf) sheath was once again selected and the physician encountered the same situation with the advancement of 2nd iab thru 2nd saf sheath. The saf sheath was exchanged for the teflon sheath in the iab kit and the 2nd iab was advanced without incident. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.